Manufacturer narrative:
One 8f peel-away sheath was returned for analysis with one handle detached. One of the handles had torn away from the sheath. Visual inspection revealed the score line was not centered in the middle of the handles on one side. Dimensional inspection confirmed the device was within specification. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, the returned device was received with one handle detached near the distal end of the handle. The detached handle did not peel down the score line. Microscopic examination revealed the score line had not centered between the handles per manufacturing requirements on one side of the tube during the handle molding operation.

Event description:
It was reported the handle of the peel-away sheath broke and could not be peeled. It was necessary to use a surgical instrument to peel the device open and retrieve the inserted lead. Another device from the same lot was used to repuncture.